Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive including periodic self testing, multiple shock tests and functional testing without duplicating the report. The error was cleared from the log and did not reoccur. An internal inspection found no discrepancies. The main board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.